Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that after a myosure tissue removal a novasure endometrial ablation was performed. The patient reported severe abdominal pain and bleeding and was admitted to the emergency room. The patient's hgb was stable, but she had a "white count" so she was started on antibiotics. IV pain medication was given and the patient was started on cyklokapron for the bleeding. An ultrasound was performed which "came back fine" and the patient is being treated for endometriosis.